Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was not using the audio processor for two months prior to a device assessment. At the device assessment, she reported being able to hear again after re-mapping. There is no accident or trauma reported. Re-implantation is considered.

Event description:
The recipient stopped wearing the processor two months prior to device assessment due to problems with external device. There was no accident or trauma reported. The implant site appeared healthy with no swelling or redness present. After the problems with external device the user had no more hearing sensations. At the device assessment she reported being able to hear again after re-mapping. Reportedly, it was assumed that the observed testing results might have been caused by the presence of fibrotic tissue around the active electrode. The user has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
Conclusion: device investigation revealed mechanical damage to the received parts of the active and reference electrodes, being attributable to the removal surgery. Based on received information, the reportedly assumed presence of fibrotic tissue around the active electrode may have caused the observed in situ testing fluctuations. Additionally, bone growth around the reference electrode might have contributed to the reported limited benefit with the device. This is a final report.

Manufacturer narrative:
Additional information: based on the information received from the field, damage to the active electrode seems likely. However this cannot be confirmed by in situ measurements. To determine an exact root cause a device investigation would be necessary. Re-implantation is considered but no date has been made available yet.

Event description:
The recipient stopped wearing the processor two months prior to device assessment due to problems with external device. After reportedly problems with external device the user had no more hearing sensations. At the device assessment she reported being able to hear again after re-mapping. There is no accident or trauma reported. The implant site appears healthy with no swelling or redness present. Re-implantation is considered but no date has been set yet.